Event description:
During stent deployment, the physician obtained retrograde tibi-peroneal access and attempted to extend the stent into hunter¿s canal. The physician stated ¿felt like the stent wasn't fully opening" . A guidewire could not be advanced through the newly placed stent, although imaging suggested it was open. Multiple attempts were made to cross the stent, including the use of a balloon, without success. Pushing the stent resulted in deformation, causing the stent to collapse/crush into itself. The procedure was discontinued, and a second procedure was scheduled for two weeks later [(B)(6) 2026]. Details of access sheath used (name, fr size, length)? - 6fr terumo slender what was the target location for the stent? - sfa (superficial femoral artery) was the device used percutaneously? - yes was pre-dilation performed ahead of placement of the stent? - yes what was the access site chosen? - common femoral artery with retrograde was a stent previously placed during previous procedures? - no did the patient exhibit difficult anatomy? - heavily calcified was the approach ipsilateral or contralateral? - ipsilateral retrograde access what intervention (if any) was required? - additional procedure scheduled for (B)(6) 2026 were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? - no was there evidence of post deployment stent compress or deformation? - crushed/deformed into itself, due to the pushing. Was the delivery system able to be advanced to the target site easily/with no resistance? - yes was post dilation performed after the placement of the stent? - yes was the stent fully deployed from the delivery system prior to removal of device? - yes was the stent being placed through the side wall of a previously placed stent? - no.